Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) emitted beep tones and exhibited a fault message when interrogated. The ICD was explanted and replaced.